Event description:
It was reported that this device was exhibiting premature battery depletion. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. A ts consultant reviewed device data, and confirmed premature battery depletion. The power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that this device was exhibiting premature battery depletion. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. A ts consultant reviewed device data, and confirmed premature battery depletion. The power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population, and in the recent minute ventilation sensor signal oversensing advisory population.